Event description:
It was reported there was a right ventricular (rv) lead warning but the device had no data showing low or high impedances counts to explain the cause of the warning. It was noted that the lead was checked and tested within normal limits. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A review of the save to disk impedance data found no anomalies. The lead checks ok. Not enough information to determine cause of lead warning.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was a right ventricular (rv) lead warning but the device had no data showing low or high impedances counted to explain the cause of the warning. It was noted that the lead was checked and tested within normal limits. The rv lead and device remain in use. No patient complications have been reported as a result of this event.